Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The device was reprogrammed successfully. There were no reported symptoms from the patient the patient remained in stable condition after reprogramming.